Event description:
A nurse in the ICU was attempting to change the tubing in two of the four pump modules when those 2 channels began to alarm with a "channel error." The nurse changed out the equipment and continued treatment without further incident. The equipment was sent to biomedical engineering for examination. Event and error logs were downloaded which showed a cpu (brain) error of 245.3020 and three of the four pump modules had "bad unpowered state failure." The manufacturer was contacted and they instructed us to send the items to them. The controller is being studied by the manufacturer, and we are awaiting a report on their findings. The patient was not harmed by this malfunction.